Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 8fr, 8.5fr sheaths, mitraclip steerable guide catheter 24 fr, mitraclip clip delivery system, heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with a proglide device, using a preclose technique, with an 8fr sheath prior to a percutaneous transluminal mitral valve procedure (mitraclip). The sheath was upsized to 8.5fr and then 24fr. After the mitral valve procedure, during an attempted closure of the venous access site, the proglide was unable to achieve hemostasis when tightening down. Hemostasis was achieved with manual arterial compression. The patient, who went into the procedure with low hematocrit of 34%, was given a blood transfusion. Pre-existing anemia was possibly exacerbated by the proglide issue. The patient is doing well. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.